Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an under delivering. Customer¿s blood glucose was 315 mg/dl. The current blood glucose was 206 mg/dl. Customer treated with insulin shot for high blood glucose. Customer was alleging the insulin pump because the insulin pump was in automode and the customer was not using automode. The product will not return for the analysis.